Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect a closed door during testing an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not detect that the door was closed. The pump hooks were not fully engaged when the door was closed, and the link could not return to the correct position. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification case shim. The case shimming requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.